Manufacturer narrative:
Siemens has completed the investigation: based on the co-ox subcomponent and sample quality checks, performance with aqc, lack of any co-ox related calibration drift or diagnostic errors during the time period of the escalated event, the co-oximetry optical subsystem responsible for the measurement of thb appeared stable and functioning as expected. There was no apparent trend in thb recovery on the escalated specimens on rp500-(B)(6) - one value was significantly lower and one higher than the comparative results. Results for the co-ox fractions appeared to have agreed well. The reported thb is based on measuring the blood cells as delivered to the co-ox slide cell. For an accurate measurement of thb, thorough mixing and multi-directional rotating of the red blood cells immediately before analysis is required. Insufficient mixing prior to the analysis can greatly alter the reported thb. The definitive cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Paz and cx files have been received for investigation. Siemens service went on site and the report is as follows: arrived on-site with analyser operational but thb parameters switched off. Performed non-invasive total service call, all okay. Ran measurement cartridge simulator, all okay. Replaced lamp assembly with on-site spare. Performed lamp cal & wavelength cal, all okay. Switched thb parameter back on. Ran full point calibration, all okay. Ran and passed all 3 levels aqc. Copied trace logs & all sensor data file to email to rsc. Left site with analyser operational.

Event description:
The customer reported discrepant total hemoglobin (thb) results on the rp 500 s/n 39714 when compared to two other rp 500s and a non-siemens lab analyzer. There is no report of injury due to this event.